Manufacturer narrative:
After examination of the balloon, it was determined that the metal cannula within the balloon had broken. Although we cannot confirm what caused the breakage, if the cannula was bent or kinked and then straightened out, it could cause the breakage.

Event description:
Allegedly, the doctor was performing a sialoendoscopy procedure in the submaxillary gland, possible stone removal when he experienced difficulty navigating a very narrow duct; he decided to use balloon catheter to navigate this channel. The balloon was prepped once on the back table and once by the doctor. Then he inflated and introduced into patient. He noticed on camera that the balloon had broken. He was able to remove everything except the piece of metal (inner cannula) inside the balloon which remained in the patient. He tried for approximately an hour to remove the piece, but was unsuccessful. He xrayed after and confirmed the piece is still in the patient. He xrayed again on the patient return visit, and confirmed the piece is still inside the patient. I spoke to the doctor on (B)(6) 2016, and he said that he plans to conduct another procedure to remove the broken piece. There is no date set for this procedure. The original procedure was not completed.

Manufacturer narrative:
In (B)(6) 2016, the doctor conducted another scan of the patient; the scan showed no sign of foreign body in the patient; nothing is retained in patient at this time.

Event description:
This is a supplemntal to MDR 16-74.